Event description:
Information received indicated the head of the bed is slowly drifting down.

Manufacturer narrative:
The technician isolated the issue to the manifold pump. He replaced the manifold pump to repair the bed.